Event description:
It was reported that the device's alarm has been sounding. Upon interogation it was noted that the patient has recieved a shock though this was not experienced by the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.